Manufacturer narrative:
(B)(4). G2: foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the mechanism for locking or unlocking the slap hammer is stuck in place, making the item hard to use. The surgeon was able to finish the surgery with the same instrument. No health impact reported. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed which identified a slap hammer with the jaws in a closed position. The instrument looks in good condition and appears to contain bio debris. The locking mechanism is photographed in the unlocked position. Nothing further can be gained from the photographs regarding the locking mechanism or the instrument's overall functionality. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.